Manufacturer narrative:
(B)(4).

Event description:
Procedure: kidney/adrenal grand. According to the reporter: during the procedure, the connecting part of the device was broken. The broken part was retrieved from the cavity visually. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.